Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) has an over temp error and was not charging. There was no harm reported.

Manufacturer narrative:
Updated fields - b4, d8, d9, e1(e-mail) g1, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the customer cancelled the service call as they have their own service trained personnel. If new information is provided, the investigation will be reopened and processed accordingly. Parent reference # (B)(4).